Manufacturer narrative:
Block b3: exact date unknown, event occurred a six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). The pain recurred due to its charging issue. The patient also experienced an intermittent sensation of heat or fire in the implant area, as well as a buzzing or vibrating sensation that was bothersome. There was a pressure in her upper thighs and an abnormal sensations and sharp pains in her foot. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.